Manufacturer narrative:
(B)(6). A device history record review of lot 17440067 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the power flex pro 6mm 4cm 135 balloon was leaked the contrast media. The device was replaced with another same size balloon and the procedure was completed successfully. There was no patient injuries. The power flex pro was advanced to the lesion and the balloon couldn¿t be expanded to the normal pressure and the corresponding size. Recovery found that the balloon leaked the contrast media. A renal dialysis vascular was stenosis. A cordis 5f vascular sheath implantation was used after establishing a pathway. A 5f radiography, showed vascular stenosis.

Manufacturer narrative:
The powerflex pro 6mm x 4cm 135cm balloon leaked the contrast media. The device was replaced with another same size balloon and the procedure was completed successfully. There were no patient injuries. The powerflex pro was advanced to the lesion and the balloon couldn¿t be expanded to the normal pressure and the corresponding size. Recovery found that the balloon leaked the contrast media. A renal dialysis vascular was stenosed. A cordis 5f vascular sheath was used after establishing a pathway. A radiograph showed vascular stenosis. Additional information was received and the device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio was 1:1. A non cordis type and brand of inflation device was used (indeflator/syringe). The same indeflator was not used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon catheter removed easily from the vessel, sheath, rotating hemostatic valve (rhv), guidewire, or guide catheter. It is unknown which contrast media was used. The product was not returned for analysis. A device history record (DHR) review of lot 17440067 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.